Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery cap and battery compartment threads were stripped, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2017 with the following findings: a review of the black box showed power on reset events. The battery compartment was cracked at the threads to the left of the grip pad, and from the case seal to the grip pad. The battery cap was not returned. The battery compartment threads were stripped and were unable to be secured. The test cap fit to maintain an electrical connection. The test cap was tightened and unscrewed a half turn leading the pump to reboot. The power complaint was duplicated. The test cap was fastened and no further loss of power occurred during the 24 hour testing. (B)(4).